Manufacturer narrative:
E2017032. (B)(4). Device evaluation summary: the graphical user interface pcb xena ii (gui pcb xena ii) was returned for failure investigation. The component was visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator generated a device alert with an error message. The ventilator was not in use on a patient at the time of the reported event.